Event description:
Approximately 2 1/2 weeks ago, radiologist was performing breast biopsy and was unable to extract needle. As a result, the radiologist had to inject additional liidocaine and force removal of the device. The site became infected and the pt was given an antibiotic. Customer wants to examine device to ensure it was functioning properly.